Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a problem calibration and the printer was defective. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a deviation between the stylus and the cursor on the screen. It was also confirmed that the printer was not working. It was also indicated that multiple external components were damaged/worn. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.